Event description:
It was reported that the package was found broken prior to the patient. Additional information indicates that the sterile seal was broken.

Manufacturer narrative:
(B)(4). During the visual inspection, no defects similar to those reported were detected. Failure mode cannot be confirmed. Functional inspection was not required as part of this complaint investigation. No additional test was performed (verification of failure mode reported in the current manufacturing process could not be performed due to product was not being manufactured). Revision of fmea-08-028-rev 05 was performed and the failure mode is already including it, no update is required. No corrective actions are required for teleflex tecate facility due that the root cause is not attributed to manufacturing process. The root cause cannot be attributing to manufacturing process due that the all the devices during manufacturing were functionally tested 100% and inspected per aql (assurance quality level) and per quality procedure for acceptance criteria. The root cause can be undetermined, due that we cannot assure the handle of the material in different locations.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73b1900765 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the package was found broken prior to the patient. Additional information indicates that the sterile seal was broken.